Event description:
It was reported that the patient complained of the device turning over. A chest x-ray was performed and it was found that the device tie down stitch was still in place but knotted up and the atrial lead had all the slack taken out. It was noted as some form of twiddler syndrome. A pocket and lead revision was done. It was noted that revised lead with stylet and revised pocket where the device was sutured with both suture holes. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).